Event description:
Small circular reddened area the size of a pencil eraser head was noted on pt's right low back prior to the beginning of the 10th physical therapy treatment session. Skin integrity was intact without open sore/wound. Pt did not voice complaint about skin integrity or notice reddened area on right low back. Pt was advised to right skin irritation on low back and advised to monitor skin integrity.